Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not correctly performing the air removal correctly. Customer reloaded the cartridge to resolve the issue. There was no reported adverse impact.